Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power. The patient noted she had replaced the battery, replaced the battery cap, and there was no damage seen to the battery compartment or battery cap. The patient noted the battery cap was tight and secure. The issue was not resolved. There was no patient injury associated with this issue.